Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional steerable guide catheter (sgc) is being filed under a separate medwatch report.

Event description:
This is filed to report the clip delivery system (cds) leak and tear noted during returned device analysis. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted with no issue. The second cds was advanced to the ventricle and ready to grasp when air was noted in the steerable guide catheter (sgc) and loss of fluid column was noted in the hemostatic valve. Aspiration was performed however the air remained. The sgc and cds were removed and the procedure aborted. The mr was reduced to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No return device analysis of the cds confirmed a leak at the clip introducer and a tear in the silicone valve. Additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported leak and observed torn material appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.